Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unknown when the cannula became "dislodged" in relation to when his bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer would have immediately removed and replaced the pod upon noticing that the cannula was not inserted into his skin. No lot number was provided - a review of lot qualification records was therefore unable to be performed.

Event description:
The report indicated that the cannula had "dislodged" from the insertion site, resulting in high bg levels (greater than 250mg/dl). No specific device failure was cited. No reason was provided as to how the cannula may have pulled from the site. No additional information was provided about the pod or the event. The pod will not be returned for evaluation.